Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen registered false clicks and was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.